Manufacturer narrative:
E:(B)(6) hospital.phone # (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a black screen, and had a 1006 error code. There was patient involvement when the issue occurred; the patient was immediately moved to a different ventilator. No patient or user harm reported. The customer reported that the device suddenly showed a black screen, indicating that the device was not working. It was then noted that the device had a 1006 error code (vent-inop: data acquisition pcba (printed circuit board assembly) adc (analog to digital converter) failed). This investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the data acquisition board was not completely connected to the cable. It was reported that after the data cable was re-inserted, the device was working as intended, and returned to service. This concluded the investigation, if additional information becomes available a follow up submission will be done